Manufacturer narrative:
The insulin pump monitored several days and no blank display noted. Device received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected failed battery test alarm noted. Pump received with cracked reservoir tube lip, scratched lcd window, scratched keypad overlay, scratched case, scratched reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received blank display and failed battery test alarm. The customer's blood glucose was 230 mg/dl. The customer stated that the display returned after troubleshooting. It was also reported that the display screen had scratches and difficult to read. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.